Event description:
Drug/diluent: nacl 0.9%. Fill volume: 400ml. Flow rate: 14ml/hr. Procedure: unk. Cathplace: unk. Pt contact: yes. Bbraun-(B)(4) received one used easypump c-bloc ra 400ml, saf 2-14ml/hr without packaging. The used sample was taken to a visual exam. Pre-damages that would lead to a malfunction were not detected with the sample. Afterwards the pump was filled (400ml) up to the nominal volume with nacl 0.9%. Leakages were not detected. After opening the white clamp, the pump started immediately (solution was running). The easypump works properly. The sample was taken to a flow test. Nominal: 14ml in 1 hr. Actual: sample delivered 18.7ml in 1 hr. "Since there is no drawing or test documents of the product, a proper processing of the complaint isn't possible."

Manufacturer narrative:
Method: the sample involved in the actual incident has been received but has not been evaluated. Results: results are pending investigation. Conclusions: a f/u report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.